Event description:
It was reported that customer had difficulty deflating balloon when catheter was indwelling in patient. 6cc was easily removed with syringe; remaining volume would not come out. They had to reattempt multiple times. Finally got remaining volume of normal saline out of balloon and was able to remove catheter. Customer experienced discomfort from the pressure of the balloon. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing is not recommended for 100 percentage silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had difficulty deflating balloon when catheter was indwelling in patient. 6 cc was easily removed with syringe; remaining volume would not come out. They had to reattempt multiple times. Finally got remaining volume of normal saline out of balloon and was able to remove catheter. Customer experienced discomfort from the pressure of the balloon. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.